Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument would not close. The procedure was completed with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have blade damage at the base of the blade. This failure makes it difficult to open and close the blades. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Root cause of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.